Event description:
A patient's mother reported that the pump battery was not lasting as long as expected. There was no adverse impact to the customer's blood glucose level. The mother declined any follow-up actions, and no additional information was provided regarding resolution or further actions taken.